Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to confirm bluetooth settings and found no dexcom devices listed. Patient was then instructed to disable then re-enable bluetooth, close all applications running in the background, install the share two application, and insert a new sensor, which was unsuccessful. No additional patient or event information is available.